Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
Same case as: 6000089-2007-00691, 6000089-2007-00692. It was reported that post a coronary drug eluting stenting treatment procedure, a stent thrombosis and pt death occurred. The pt had 3 taxus express2 drug eluting stents placed. The 1st stent was placed in the 70% stenosed lesion located in the calcified mid left anterior descending (lad) artery. The lesion was predilated with a 2.5x15 mm non-boston scientific balloon, inflated to 12 atms for 11 seconds and 10 atms for 8 seconds. Three passes with a 1.5 mm rotablator burr were made. The 2.75x28 mm taxus express2 drug letting stent was placed, inflated to 13 atms for 13 seconds. Post dilatations were made with a 2.75x13 mm non-boston scientific balloon, inflated to 12 atms for 11 seconds, 14 atms for 11 seconds, and 12 atms for 8 seconds. Excellent results were noted. The 2nd stent was placed in the lesion located in the distal circumflex (cx) artery. The lesion was predilated with a 2.5x12 mm non-boston scientific balloon, inflated to 10 atms for 8 seconds, 10 atms for 9 seconds, 12 atms for 11 seconds. The 2.75x32 mm taxus express2 drug eluting stent was placed, inflated to 12 atms for 9 seconds and 10 atms for 7 seconds. Post dilatations were made with a 2.75x13 mm non-boston scientific balloon, inflated to 12 atms for 13 seconds, 14 atms for 10 seconds, 8 atms for 6 seconds, and 14 atms for 11 seconds. Excellent results were noted. The 3rd stent was placed in the lesion located in the mid right coronary artery (rca). The lesion was predilated with a 2.5x12 mm non-boston scientific balloon, inflated to 10 atms for 9 seconds and 10 atms for 7 seconds. The 2.75x32 mm taxus express2 drug eluting stent was placed, inflated to 14 atms for 15 seconds. The physician then predilated the posterior descending artery (pda) with a 2.0x15 mm non-boston scientific balloon inflated to 10 atms for 10 seconds, 10 atms for 11 seconds, and 11 atms for 16 seconds. Post dilatations were made with a 2.75x13 mm non-boston scientific balloon, inflated to 10 atms for 14 seconds, 14 atms for 11 seconds, 12 atms for 8 seconds, 10 atms for 15 seconds, 7 atms for 8 seconds, and 12 atms for 13 seconds. Excellent results were noted. Medications given: angiomax, verapamil, and tridil. Plavix and asa were prescribed for 1 year. The following day the pt was doing well, dialysis went well, and the pt transferred back to the original facility for treatment of a non-healing ulcer on the right foot. Two days following the initial procedure, in the early morning, hypotension was identified and EKG revealed st elevation indicative of a silent myocardial infarction. The pt was transferred back to the reporting facility and brought to the cath lab. The mid lad and distal cx were found to be 100% occluded with thrombosis in the stent and in the mid rca was 100% occluded proximal to the stent. The mid lad was predilated with a 2.0x30 mm maverick balloon, inflated to 6 atms for 10 seconds, 6 atms for 30 seconds, 6 atms for 30 seconds. A 2.5x28 mm non-boston scientific stent was placed (distal), deployed to 14 atms for 11 seconds. A 2.5x18 mm non-boston scientific was then placed (proximal), deployed to 16 atms for 18 seconds and 16 atms for 5 seconds. The non-boston scientific stents were placed overlapping inside the taxus stent. Post dilatations were made with a 3.0x18mm non-boston scientific balloon, inflated 5 times to 10 atms for 7-9 seconds. The distal cx was predilated with a 2.5x15 mm non-boston scientific balloon, inflated to (distal) 8 atms for 13 seconds, 8 atms for 7 seconds, (mid) 8 atms for 7 seconds. A 2.5x13 mm non-boston scientific stent was placed distal to the taxus stent, inflated 3 times to 14 atms for 7-10 seconds. Post dilatations were made with a 3.0x18 mm non-boston scientific balloon, inflated to 10 atms for 10 seconds and 3 inflations to 14 atms for 19-24 seconds. The pt became bradycardic and hypertensive. A pacing wire was placed and dopamine, atropine, and neo were given. The physician noticed the thrombosis was reforming. Ivus was performed which found the vessels to be very diseased and calcified.the pt was placed on a balloon pump. A 3.5x15 mm non-boston scientific balloon, inflated to 10 atms for 15 seconds and 13 atms for 15 seconds. A 3.0x33 mm non-boston scientific stent was placed in the mid cx, inflated to 12 atms for 9 seconds. Post dilatations were made with a 3.0x15mm non-boston scientific balloon, inflated to (distal) 11 atms for 11 seconds and 12 atms for 8 seconds, (mid) 3 inflations to 10 atms for 6-7 seconds and 2 inflations for 20 atms for 9-17 seconds. The physician elected to wait on the rca intervention due to the pt being left dominant. The pt was taken to the ICU in a stable but critical state. Medications given: heparin, dopamine, angiomax, reopro, verapamil, tridil, neo, and atropine. Ten days post the initial procedure, the pt remained in the hospital. Intervention on the rca was performed. The lesion was predilated with a 2.5x15 mm non-boston scientific balloon, inflated to 12 atms for 10 seconds, two inflations to 14 atms for 5-7 seconds. A 3.0x13 mm non-boston scientific stent was placed (mid), inflated to 12 atms for 10 seconds, 14 atms for 5 seconds, twice to 16 atms for 5 seconds. A 3.5x23 mm non-boston scientific stent was placed (proximal), inflated to 12 atms for 9 seconds, 14 atms for 15 seconds, 14 atms for 6 seconds, and 16 atms for 12 seconds. The physician used a 4.0x8 mm non-boston scientific balloon to flare the 3.0x13 mm stent, inflated to 12 atms for 10 seconds and 10 atms for 6 seconds. The pacemaker was decreased which resulted in no baseline rhythm. Pacemaker was readjusted. Pt was taken to dialysis on a pacemaker and balloon pump. Twelve days post the initial procedure, the balloon pump was removed in the morning. The temporary pacer had been removed (date unknown). The pt was found in respiratory distress with no rhythm. Family chose not to intubate. Pt was placed on pressure supported breaths and an external pacer was also utilized. Pt was pronounced dead that evening. The pt's death was reported to be a result of complications following the stent thrombosis and pt's medical condition.